Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero extension set had defective tubing. The following information was provided by the initial reporter: the set broke while in use on a patient. The extension set failed at its own y-site port attachment, not at the connection with any other product.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of " the set broke while in use on a patient. The extension set failed at its own y-site port attachment" could not be verified due to the product not being returned for failure investigation. A device history record review for material# mx9060 and lot# 24099251 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06sep202. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.